Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5054-58 lead, implanted: (B)(6) 2001. (B)(4).

Event description:
It was reported that the patient was hospitalized due to chest pain. An electrocardiogram was done and there was question as to whether there was undersensing on the right atrial (ra) lead. The saved episode showed that there was appropriate sensing, but they were unable to tell if the p-wave was real. The lead remains in use. No further patient complications have been reported as a result of this event.